Event description:
It was reported that the nurse was trying to start therapy but was getting alarm 01 and 02 low flow and air leak in an arctic sun device. Nurse tried to be emptying the pads, disconnect and filling the reservoir. They reattached the pads and confirmed no kinks but was still seeing a lot of air in the lines and was getting the same alarms. Confirmed water flow rate (wfr) was 0 l/min. Had nurse stop therapy, empty pads, and disconnect. Walked nurse through placing device in manual control. Without pads, water flow rate (wfr) was 1 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 39 percentage, system hours were 8589, and pump hours were 7587. Instructed nurse to connect the right chest pad holding only the blue tubing and not the clear plastic clamp, water flow rate (wfr) was 2 l/min, inlet pressure (ip) was -8psi, circulation pump command (cpc) was 48 percentage. Added right leg, nurse noted a lot of air bubbles in the port, had nurse change ports on fluid delivery line (fdl), water flow rate (wfr) was 1.3 l/min, inlet pressure (ip) was -8psi. Added left chest, water flow rate (wfr) was 2.6 l/min, inlet pressure (ip) was -7psi. Added left leg, water flow rate (wfr) was 2.5 l/min, inlet pressure (ip) was -8psi. Walked nurse through disabling manual control. Had nurse resume therapy, after a few minutes device primed to water flow rate (wfr) was 2.3 l/min. Informed nurse to call back with any issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "low flow due to over-lamination of foam to film due to temp controller set too high,". However, there was insufficient information to confirm this potential root cause. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was trying to start therapy but was getting alarm 01 and 02 low flow and air leak in an arctic sun device. Nurse tried to be emptying the pads, disconnect and filling the reservoir. They reattached the pads and confirmed no kinks but was still seeing a lot of air in the lines and was getting the same alarms. Confirmed water flow rate (wfr) was 0 l/min. Had nurse stop therapy, empty pads, and disconnect. Walked nurse through placing device in manual control. Without pads, water flow rate (wfr) was 1 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 39 percentage, system hours were 8589, and pump hours were 7587. Instructed nurse to connect the right chest pad holding only the blue tubing and not the clear plastic clamp, water flow rate (wfr) was 2 l/min, inlet pressure (ip) was -8psi, circulation pump command (cpc) was 48 percentage. Added right leg, nurse noted a lot of air bubbles in the port, had nurse change ports on fluid delivery line (fdl), water flow rate (wfr) was 1.3 l/min, inlet pressure (ip) was -8psi. Added left chest, water flow rate (wfr) was 2.6 l/min, inlet pressure (ip) was -7psi. Added left leg, water flow rate (wfr) was 2.5 l/min, inlet pressure (ip) was -8psi. Walked nurse through disabling manual control. Had nurse resume therapy, after a few minutes device primed to water flow rate (wfr) was 2.3 l/min. Informed nurse to call back with any issues.